Event description:
Customer reported they bottomed out". The night before, customer stated taking insulin at 9:30 pm. The next morning customer took insulin at 8 am but did not provide values for the device testing and would not review device memory. Customer ate candy. Shortly afterwards at 11:30 am, customer fell down and broke their collar bone. No controls used. A request was made for return product and replacement product was sent.